Event description:
It was reported to boston scientific corporation that a wallflex biliary rx uncovered stent was implanted during a biliary stenting procedure on (B)(6) 2010. According to the complainant, the patient had a four to five centimeter lesion in the mid common bile duct, as a result of a malignant tumor. The anatomy was not tortuous, nor dilated prior to the procedure. Following stent deployment, it was reported that the stent was fully expanded; however the physician experienced difficulty removing the delivery system. The distal tip of the delivery system detached, and remained in the patient. The physician does not believe that the delivery system caught on another device such as the endoscope. A basket and balloon were used to successfully retrieved the remaining part of the delivery system from the patient. Although the physician was happy with the positioning of the stent, a second wallflex biliary rx uncovered stent was implanted, and the procedure was successfully completed. There were no patient complications reported as a result of this event. The patient's condition post procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx uncovered stent was implanted during a biliary stenting procedure on (B)(6) 2010. According to the complainant, the patient had a four to five centimeter lesion in the mid common bile duct, as a result of a malignant tumor. The anatomy was not tortuous, nor dilated prior to the procedure. Following stent deployment, it was reported that the stent was fully expanded; however, the physician experienced difficulty removing the delivery system. The distal tip of the delivery system detached, and remained in the patient. The physician does not believe that the delivery system caught on another device such as the endoscope. A basket and balloon were used to successfully retrieve the remaining part of the delivery system from the patient. Although the physician was happy with the positioning of the stent, a second wallflex biliary rx uncovered stent was implanted, and the procedure was successfully completed. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The detached device fragment has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the inner lumen was broken at 250mm proximal to its distal end. The tip was fully attached to the inner lumen and the inner lumen was kinked at 102mm from the distal tip. The distal handle and outer sheath was fully retracted indicating that the outer sheath had not been closed to the tip prior to withdrawal of the device. Device analysis determined that the condition of the returned device was not consistent with the complaint incident. The tip had not detached from the device however, the inner lumen had broken. Based on the condition of the returned device and the evaluation conducted, the most probable root cause of the reported issues is operational context. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.